Manufacturer narrative:
The electrodes were returned for evaluation. Evaluation of the electrodes did reveal pieces of medical tape attached to the sticky side of the pad as well as ECG electrodes. Both pads were covered in hair follicles of varied lengths. The customer was sent a replacement set of electrode pads. The instructions for use (IFU) for the onestep CPR complete electrodes warns that "excessive hair can inhibit good coupling (contact)" with the patient's skin. Avoid electrode placement near the generator of an internal pacemaker, other electrodes or metal parts in contact with the patient. This investigation was closed as improper patient preparation prior to the application of the electrodes. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a 71-year-old male patient, burns were found on the patient's skin. Patient sustained third degree burn marks.